Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; memory test caused a power on reset on (B)(6) 2011. Por severity: low. Memory errors will randomly occur in any type of electronic product that uses electronic memory. Air travel may have contributed to the occurrence. Device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the device had a power on reset (por) while the patient was on an airplane. The device remains in use. No patient complications have been reported as a result of this event.